Event description:
It was reported that the symtomatic patient presented in clinic for a follow-up in backup vvi. A user download did not restore the device and it could not be interrogated to check the elective replacement indicator (eri) byte. Measured battery data from september 2007 was 2.73 v, 19 ua and 4.8 k ohms with an estimated remaining longevity of 0.75 to 1.25 years. The device was replaced.

Manufacturer narrative:
Final analysis found the device was in backup operation with the entire product code corrupted due to an attempted download in the field. The device was cut open and battery voltage was 1.8 v, end of life (eol). After replacing the battery and downloading the product code, the device functioned normally.